Event description:
On (B)(6) 2021, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient underwent a pegj tube replacement, during which buried bumper syndrome was diagnosed. It was reported that the patient's peg tube was removed. It was reported that the site was left to heal, and a new tube was not placed.. It was reported that the patient was prescribed unknown antibiotics.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and discarded; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.